Manufacturer narrative:
Retainer = black. Device returned product with allegation of pump error 43 and 37 on nov 28, 2021. Patient stated the pump keeps restarting and unable to rewind the pump. Dop114-980doc: pump error 37-39, 41-43, 79-80, 82, 130 explained the pump detected a possible issue with the motor. Device was received with pump error 43 alarm during rewinding. Unable to verify pump error 37 alarm, rewind anomaly or perform the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test or displacement test due to pump error 43 alarm. Thus software was utilized and downloaded trace/history files properly. Pump error 43 confirmed in the history file on nov 24, 2021 at 20:39, nov 28, 2021 at 12:00, 12:03, 12:04, 13:17. Pump error 37 confirmed in the history file on nov 24, 2021 at 21:42, 21:43, 21:47. No pump error ea06 in the history file. Pump was cut open to perform visual inspection and moisture damage found on the motor assembly. The force sensor measurement was within spec range (22.8mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched lcd window. Pump error 43 alarm was confirmed due to moisture damage motor assembly. Unable to verify pump error 37 alarm or rewind anomaly due to pump error 43 alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the insulin pump had multiple pump error. The customer was able to clear the alarms but unable to rewind the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.